Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown cup.an event regarding loosening involving an unknown shell was reported. The event was not confirmed. The device was not returned for evaluation. Medical records were not provided for evaluation. Device history review could not be performed as the device was not properly identified. Complaint history review could not be performed as the device was not properly identified. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices or additional information become available, this investigation will be reopened.

Event description:
Upon review of patient medical records, the surgeon noted that the patient was required to undergo a revision procedure for aseptic loosening of the acetabular component on (B)(6) 2002. The surgeon indicated that the femoral stem was not revised and a new 22mm head was applied to the existing stem.